Manufacturer narrative:
The device has not yet been evaluated. The investigation is in-process. A device history record (DHR) review for model eg-2790i, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 27 jun 2014 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer requested an RMA for pentax endoscope model eg-2790i and serial number (B)(4), indicating that the control body is broken and the device failed atp testing and is damaged on the inside. The issue was observed on the reprocessing room during reprocessing. There was no report of injury. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.